Event description:
It was reported that the device exhibited an alarm regarding reached charge time limit. The device was replaced. No consequences for the patient were reported.

Manufacturer narrative:
(B)(4). The reported field event of excessively long hv charge time was confirmed in the laboratory. The device was tested on the bench and one capacitor was found to be swollen and had low impedance. The root cause of the long charge time was an internal hv capacitor anomaly.